Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers into the primary solution containers. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. At unspecified times later, the option-lok male adapters of the secondary tubing sets were connected to the proximal clave y-sites of the primary tubing sets for piggyback deliveries of unspecified medications. The primary solution containers were lowered below the secondary solution containers. After unspecified lengths of time in use, the nurses noted the unspecified medications backflowed into the primary tubing sets. The tubing sets were replaced and the therapies were resumed. No further medical interventions were provided. There were no reported adverse pt effects and no reported delays in therapies critical to the pts. Though requested, no additional info was provided.